Event description:
Promus element (B)(6) study. It was reported that heart failure and patient death occurred. In (B)(6) 2013, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the next day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to mid rca with 99% stenosis and was 58 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 mm x 24 mm overlapped with 3.00 mm x 38 mm promus element stents system. Following post dilatation, the residual stenosis was 5%. Six days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2018, the subject was diagnosed with heart failure and was hospitalized on the same day for the further evaluation and treatment. No action was taken to treat the event. Three days later, the subject expired and the primary cause of death was heart failure. It is unknown if an autopsy was performed.